Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a loss of signal from the transmitter. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.